Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.

Manufacturer narrative:
Model number/catalog number: sc-8120-70. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: artisan surgical lead 70cm. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. No further information could be obtained.